Manufacturer narrative:
The investigation into the reported cracked purge side arm and "open purge" alarm was completed. The device was returned for evaluation. The returned purge sidearm was visually inspected and a crack on the male portion of the yellow luer was observed. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 47-year-old male, unknown race, implanted with an impella 5.5 for management of cardiogenic shock post acute myocardial infarction (ami), noted a cracked purge sidearm and "open purge" alarm displayed on the device. The alarm was mitigated, and normal function was observed. The physician subsequently replaced the pump on day 5 of the support. There were no reports of harm to the patient.